Event description:
Reporter's wife had an abdominal wall surgery in which sepramesh was implanted. A television broadcast was shown warning consumers not to use this device, however his wife's doctor felt comfortable with leaving the device in. Approximately 3-4 months after the surgery, his wife's symptoms of constant pain, vomiting, burning sensation, and headaches began.